Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention where the ipg was explanted and replaced and restoring therapy.

Event description:
It was reported that, following an unrelated procedure where it is unknown if the ipg was set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with the patient to repair, but was unsuccessful, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.